Event description:
It was reported that the user experienced hyperglycemia with a reported value of 512 mg/dl while using the ilet with subcutaneous insulin delivered by pen after an insulin pump user error associated with an empty reservoir and cartridge management; the user performed a fingerstick, confirmed supplies, and administered 10 units of manual insulin per physician instruction, then was instructed to wait before reconnecting the pump and to rewind and replace the cartridge, with troubleshooting and education completed. Symptoms included elevated blood glucose. Outcomes included temporary impairment that required medical guidance and user action but no hospitalization. Investigation included a review of device use, troubleshooting with the user, and education on proper cartridge handling. Investigation of this case revealed user error related to an empty reservoir with resolution after manual insulin and cartridge replacement. It was concluded that the event was related to use error rather than device malfunction and that the issue resolved with corrective steps and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.